Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient¿s pump had been empty and alarming for two months. There were no symptoms mentioned. The patient did not have a healthcare provider (hcp).

Event description:
Additional information received from the patient's spouse. It was reported that the patient was scheduled for a refill with a physician on (B)(6) 2016. The patient was seen by the last week (week of (B)(6)) where the patient¿s chart was reviewed and the physician ordered the patients prescription for a pump refill. The patient did not have a physician to refill the pump which was why it went empty. The pump had been empty since (B)(6) 2016. No further information was provided. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.